Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the lot number informed does not correspond to the item received. Therefore, the lot number was not considered.

Event description:
(B)(4). The dentist reported that 14 days after dental implant was installed in intraoral region 20#, it had to be removed because the patient was in pain. In addition, 35ncm of primary stability was achieved, the patient presented bone type iii and immediate implant was performed.